Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit passed all accuracy tests, but the load cell readings were found to be intermittently unstable and sensitive to adjustment. Complaints could not be duplicated. Unit was sent to repair where replacement of span and zero potentiometers corrected the load cell issues.

Event description:
Reporter stated that user reported that the unit had overfilled a final container with sterile water from station 3. She based this on the volume delivered display reading 375 ml when 361 ml had been programmed. This is an error of 3.9 %, within the MFR's specification limits of +/-5%. She thought, but was not sure, that the total delivered volume display read 1041 ml, while the programmed volume was 1010 ml (the sum of 144 ml + 505 ml + 361 ml). This represents a 3.1% error. The solution was administered to a pt over 12 hours via peripheral line with no adverse events noted. The caller also noted that while station 3 was pumping, the numbers on the volume display decreased at one point. She had noted a reading of 330. When she next looked at the display, it read 308 and then went up to the completion number of 375 ml. The unit was sent to product services for evaluation. F/u with clintec professional services and qm engineering: the total delivered display reading is the sum of the individual station readings. Therefore, the reading was quite possibly 1024 ml, the sum of 144 + 505 + 375.